Event description:
It was reported that the pt experienced increased pain and return of severe spasticity. The pt was described as "being in a ball" due to discomfort; 2 days previous to the report she was vacuuming and walking. A dose adjustment was made on (B) (6) 2010 with no benefit. The pt was admitted to the hospital for eval. Initially it was reported that the dye study on (B) (6) 2010 was "inconclusive". Another catheter dye study on (B) (6) 2010 revealed a possible kink; a catheter revision was performed on that date. The pt was discharged on (B) (6) 2010. The pt's previous "effective dose" was approx 119.95 mcg/day. The pt was receiving lioresal 500 mcg/ml at a dose of 102.97 mcg/day as of (B) (6) 2010. The pt still had painful leg spasms throughout the day; dose titration was ongoing. The pt was also taking clonazepam twice a day as well as oral baclofen at night. She occasionally required valium as well. Per the reporter, the pt recovered without sequelae.

Manufacturer narrative:
(B) (4).